Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator line of a 5f mynx control vascular closure device (vcd) was not moving. The physician felt resistance and continued to pull back in order to see the tension indicator line. A ¿pop¿ was noted, and the line came up, so button #1 was pressed. There was no reported patient injury. Some sealant was visible at the groin site. When the device was removed, the entire peg plug was removed out of the groin. The device will be returned for evaluation.